Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ascerta firm ureteral stent was used during a ureteroscopy procedure. The exact date of the procedure was not reported. According to the complainant the ascerta firm ureteral stent broke in half while opening the package. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.